Manufacturer narrative:
(B)(4). Date of initial report : 05/23/2016. The reported condition of the jaws not opening was confirmed. Visual inspection found the blade extended into the knife track. The device was completely disassembled. Eschar was found inside the tube and in the hinge of the jaw. After freeing up the debris lodged in the tube, the blade moved smoothly. The investigation identified the root cause of the reported event to be infrequent cleaning. The IFU of the device notes to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device remained in a closed position during a total laparoscopic hysterectomy. It was manually opened and there was no injury to the patient. A new lf1637 was used to complete the procedure.